Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough. Guide catheter: hyperion. Stent: 3.5 x 23 mm xience alpine. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue, difficulty to position of the device and difficulty removing the bdc from the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a 90% stenosis in the left anterior descending (lad) coronary artery. The 3.0 x 15 mm traveler balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation. A 3.5 x 23 mm xience alpine stent was implanted in left main trunk (lmt)-lad. A non-abbott guide wire crossed the circumflex artery to perform the kissing balloon technique using the 3.0 x 15 mm traveler bdc and a non-abbott bdc. However, when advancing the traveler bdc over the non-abbott guide wire, the traveler bdc and the guide wire became entangled. When removing the traveler bdc, resistance was felt with the guide wire; both devices were removed as a single unit from the anatomy. While outside the patient anatomy; the traveler bdc was inflated to 10 atmospheres (atm) for 30 seconds, for rewrapping of the balloon. However, when deflating the traveler bdc, the balloon only partially deflated. A new traveler bdc was used with a new non-abbott guide wire to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.